Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 145 mg/dl. Customer stated that she changed the battery in her pump and then it was scrolling on its own when she was trying to do a bolus. It was found that there was possibly sweat on the pump while the pump was in the bra. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.